Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they is having problems and needs to get the battery thing out of her back. Patient said she has not used the device in years and she need to remove the battery pack. Patient did not have the external equipment with her at the time of the call. Patient stated she is looking at a quick guide that says mystim programmer. Patient did not have external device with her. Patient did not hav implant information. Agent reviewed information and recommend patient consult with hcp or callback with more information on the device. The patient was redirected to their healthcare provider to further address the issue. It was reported that patient will be having surgery on (B)(6) 2025 to have the device removed. Patient has the device since 2023 but does not remember the name of the doctor who put it in. They added that the battery pack has shifted and they are in pain. Unknown the cause of pain or ins migration. Patient also said that now it has now moved back into place but they are still having the pain.